Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (door not fully latched), which was confirmed and reproduced. The alarms were found to be caused by loose link screws. The loose screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.